Event description:
It was reported that a stimulator port plug broke off in the port. The event took place during a lead replacement surgery to compensate for a changed "pain pattern." The stimulator had a plug in its unused port and it broke off when the surgeon attempted to remove it. It was also stated that they were unable to retrieve it, though it was unclear if this was a reference to the plug being lodged in the port. The stimulator was replaced as a result of the event, but no patient injury was reported. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 3550-29. Product type: accessory. Final analysis of the implantable neurostimulator (ins) revealed a "plug or plug parts stuck inside the port." Final analysis of the ins plug revealed the connector was "pulled off." "A setscrew impression was observed in the correct location on the recovered portion of the plug."

Manufacturer narrative:
(B)(4).